Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was informed not to use third-party charging supplies with the pump and was sent replacement tandem mobi charging supplies via two-day shipping. Additionally, the customer was advised to contact their healthcare provider for backup therapy if the pump battery depleted before receiving the replacement supplies. After follow-up communication, the case was closed by technical support.